Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/29/2015 with the following findings: during investigation, the pump powered on with the returned battery cap but the threads were observed to be damaged. The top of the battery cap was also damaged. The keypad was removed and there was contamination found under all the key contacts. Unrelated to the original complaint, the battery compartment was observed to be cracked below the grip pad. The keypad was torn at the up and down keys. The contacts, up and ok keys responded appropriately while the down key responded intermittently to user presses. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.